Manufacturer narrative:
Internal report reference number: (B)(4). Meter, test strips and control solution were returned - product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on 06-jul-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for error messages (e-2 and e-3). During the call, control tests were performed that produced results of 64 and 51mg/dl. Control test result of 64mg/dl was not within acceptable range of 22-52mg/dl. Control level one, lot# 1bc1b47, manufacturer¿s expiration date is (B)(6) 2023 and control solution was opened day of call. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 09/30/2023 and open vial date is (B)(6) 2022.

Manufacturer narrative:
Sections with additional information as of 19-aug-2022: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter, test strips and control solution were returned for evaluation. Product testing was performed and no defect found on returned meter and control solution. Defect found on returned test strips: control results out of range. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Root cause: rc-061: storage outside specifications.